Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic with the pulse generated in back-up vvi mode. The device could not be downloaded and was explanted and replaced. The patient tolerated the change out well and their condition post procedure was normal.